Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device suddenly restarted while pacing. After restarting the device, the electrocardio electric input was not able to be performed. The heartstart xl+ defibrillator was replaced with another device and the treatment was continued. There was no direct adverse event to the patient or user reported. We are considering this to be a serious injury because treatment was interrupted during possible life saving therapy.